Event description:
It was reported to boston scientific corporation on april 20, 2009 that a microknife xl was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, initially during the procedure, the needle would not come out of the catheter. The physician was subsequently able to push the needle out, however, it would not conduct a current. The physician used another microknife xl and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.